Event description:
It was reported that on 29 april 2024, a 25mm amplatzer pfo occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During implant, the first disc was deployed without issue. However, during deployment of the second disc, disc bulging was observed. Light tugging was performed, but the deformation persisted and the device was retrieved and removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed with the delivery system and no report of interaction with any cardiac structures during deployment. A new 25mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 10f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During implant, the first disc was deployed without issue. However, during deployment of the second disc, disc bulging was observed. Light tugging was performed, but the deformation persisted and the device was retrieved and removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed with the delivery system and no report of interaction with any cardiac structures during deployment. A new 25mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.